Event description:
It was reported that asymptomatic patient received a notification alert for high, out of range, atrial lead impedance measurement. During pre-op, loss of atrial capture was also noted. When the pocket was opened, the atrial lead was tested and exhibited normal impedance measurements via pacing system analyzer and when reconnected to the device. It was determined that the cause of the high impedance was an improper connection between the lead and the header during the initial implant. The lead and device remain implanted and the patient will continue to be routinely monitored.